Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2 and elecsys ft3 iii on a cobas 6000 e 601 module. The same sample also had discrepant results when tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. This medwatch will apply to the c 501 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the e 601 analyzer. The primary tube of the sample initially resulted in a tsh value of 4.23 uui/ml. When the sample was repeated in a cup, it resulted in a tsh value of 6.13 uui/ml. The primary tube of the sample initially resulted in a ft4 value of 0.884 ng/dl. When the sample was repeated in a cup, it resulted in a ft4 value of 1.07 ng/dl. The primary tube of the sample initially resulted in a calcium value of 7.6 mg/dl. When the sample was repeated in a cup, it resulted in a calcium value of 10.0 mg/dl. The tsh reagent lot was 581577, the ft4 reagent lot was 579081, and the calcium reagent lot was 562690. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
A reagent issue could be excluded. A roche service technician confirmed the analyzer was working within specifications. No further issues were reported by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.